Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen approximately two weeks post implant with complaints of shortness of breath and tightness beneath her breasts, increased swelling of their legs, poor appetite and general weakness since the implant. The patient was also found to be in atrial fibrillation with rapid ventricular response. An echocardiogram revealed a pericardial effusion with a slight indentation of the mid right ventricle. The patient was subsequently sent to the emergency room for admission. Transthoracic echocardiogram (tte) imaging was concerning for moderate pericardial effusion with pulses alternans and reduced left ventricular systolic function. The patient was hemodynamically stable and was getting slightly tachycardic with soft pressures. The next day the patient underwent pericardiocentesis. The physician¿s diagnosis was pericardial effusion with early tamponade physiology. The pericardial effusion was drain was left in place and the patient was transferred to recovery in stable condition. The atrial and right ventricular leads remain in use. No further patient complications have been reported as a result of this event.